Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) reported that a connection on a bag was loose but no leaks noted. The baxter technical service representative (tsr) advised caregiver (cg) needed to make sure connections are tight. The cg stated she tightened when tsr asked her to connections. The tsr advised cg air has entered setup. The tsr advised cg therapy has ended and they would need to start over with new supplies. The cg would start over with new supplies. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved, the hp started over with new supplies. Per hp, there was a loose connection between the supply bag and the supply line. The hp did not know why the connection was loose. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.